Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent a 1.5 MRI on (B)(6) 2024. He reported that when he went to get out of the machine and he lifted his head he heard a crackling sound and now when he wears the samba 2 processor (ap), the sounds are not as loud/clear.

Manufacturer narrative:
According to the information received from the field the recipient experienced sound quality issues after a 1.5 tesla magnet resonance imaging. Device investigation a dislocation of the magnetic component inside the hermetic housing of the transducer was found, which causes an altering of the vibratory behavior. In addition, device investigation detected a coil wire fatigue fracture. Since no intermittencies were stated prior and post MRI examination it's likely that excessive mechanical stress caused by the explantation surgery led to the final breakage. This is a final report.

Event description:
The user underwent a 1.5 t MRI of his shoulder on (B)(6) 2024. He reported that after the scan was completed, he heard a _crackling_ sound when he went to get out of the machine and he lifted his head. Afterwards when he wore the audio processor (ap), the sounds are not as loud/clear. The device has been re-implanted.